Event description:
We teceived a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured bleeding (hematoma) with a "possible" relationship to the impella device used: ¿right groin hematoma starting after impella procedure on (B)(6). Rfa site hematoma was treated with prn manual compression and transfusions ((B)(6)), progressively worsened getting bruised and firm. Impella removed (B)(6) and pts hemoglobin persistently dropping while on heparin drip. Pt underwent hematoma evacuation with r groin washout on (B)(6) and there was bleeding from both arteriotomies in the common femoral artery. These were reinforced with 5 0 prolene sutures. Following this groin less firm and healing. Hemoglobin trend: (B)(6) 14.3, (B)(6) 12.9, (B)(6) 10.0, (B)(6) 9.6, (B)(6) 10.4, (B)(6) 9.9, (B)(6) 9.5, (B)(6) 6.7, (B)(6) 6.3 > 10.5¿. The patient recovered with sequelae. We also received a notification via abiomed¿s long-term outcome and quality indicator impella registry that the patient that endured insertion site infection with a "possible" relationship to the impella device used: ¿went to operating theater on (B)(6) 2024 operative findings at the time of (B)(6) 2024 were significant for necrotic and infected soft tissue right groin. These specimens were sent for culture, which showed evidence of gram-negative rods. On inspection in the operating theater, the previous right femoral artery repair appeared intact. The necrotic skin and subcutaneous tissue was sharply debrided to healthy bleeding tissue. The wound measured 7 x 3 x 2 cm. Patient was started on IV cefepime and vancomycin, and will complete a 4 week course at ltac. Finished antibiotic course (B)(6)". The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the infection/sepsis issues has been completed since the original report was submitted. The product was not returned for investigation. The root cause of access site bleeding is determined to use issue because the issue was resolved, and the site was healing after adding prolene sutures at the site. Because this evidence has not been provided, the root cause of the infection cannot be determined.